Event description:
Spontaneous report. Patient's home infusion nurse reporting that the curlin pump is not working well today. It keeps beeping air in line then down occlusion then would reset itself (without any intervention) & start infusing again but just kept cycling in this manner. The nurse did troubleshooting by changing the tubing & filters several times. The port is patent. None of these things remedied the situation so the nurse is finishing the infusion via gravity without issues. There are no ill effects to the patient due to this. The curlin pump serial number is (B)(6) with expiration date of 10/07/2024. The pharmacy is sending another pump to the patient prior to the next infusion. The patient will send this pump back for evaluation. Reported to (B)(6) by: health professional.